Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device, the device energy select key pad and the main selector switch were not functioning properly. The complainant indicated that there was no pt involvement in the reported failure.